Event description:
Black mold noted on the outside of gel pillow: a nurse removed a new sealed product from stock that had an expiration date of 2/11/2013 on it and the pillow and inside of packaging had black mold. The product was immediately removed from nicu.the product is received at the loading dock, removed from the box it is shipped in and placed in a storage bin in nicu. The product is not subjected to varying levels of humidity while at our facility. The clinical leader in the nicu did comment that this has happened in the past, but not recently (estimated at the beginning of last year). No other products have had mold appearing growth. Staff are not seeing a trend. Staff think the product may be getting wet during the shipping process.